Event description:
Additional information: it was additionally reported that following implant, the patient continued to have drainage from one surgical drain until resolving on (B)(6) 2019. The patient¿s jackson-pratt (jp) drain was discontinued on (B)(6) 2018 and was observed for 24 hours. The patient remained stable and was discharged on (B)(6) 2018.

Manufacturer narrative:
Section a4 and b5: additional information manufacturer's investigation conclusion: a specific cause for the reported post-op vasoplegic/cardiogenic shock and continued surgical drain drainage as well as a direct correlation with the device could not be determined through this evaluation. No alarms or functional issues with the lvas were reported in association with this event. The patient remains ongoing on mlp-009335 and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 0 days. The patient remains on going with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the ICU post op on (B)(6) 2018 on epinephrine, norepinephrine, vasopressin, and milrinone for vasoplegic and cardiogenic shock. Pressors were weaned as tolerated. Minimum map was 38. Al pressors were off on (B)(6) 2018. And rtf was 70-84. Stop date was reported to be (B)(6) 2018.